Event description:
It was reported that there was a loss of mechanical ventilation during a case due to battery failure. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Manufacturer narrative:
The customer declined ge service. No repair information available.